Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a (a1 - patient initials, a2 - age, a3 - gender and a4 - weight) as this information was not provided. The product information was not provided. Therefore, no information was captured in section d4 (model # and serial #), and the device manufacturing date (h4) could not be determined.

Event description:
The customer reported that they purchased a contour next one meter in UK from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.